Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 07-feb-2025. H3. Device eval by manufacturer- yes. Investigation summary - a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that they were getting multiple mis-ids and aborted panels due to fluorescent control well out of range. A bd field service engineer (fse) was dispatched to the customer site. The fse conducted some verification testing and determined tier a light source quality seemed weak. The fse replaced the light source board in that tier and performed a forced light source adjustment with passing results. The instrument is operating as intended. This is an unconfirmed failure of a bd product based on the results of the investigation of the returned material. The root cause of the failure was unable to be determined. Material was returned for this complaint and was investigated by manufacturing engineering. Manufacturing engineering found that the current settings were uv 255, red 38, green 38, and blue 128 counts. After a source adjustment 0 out of 16 blue led pwms were railed at 255 counts. The board passed the filter panel test. Visual inspection reveals that the blue led encapsulant has no yellow tint. The board passed on the light source setup tool. After which the current settings were uv 255, red 38, green 38, and blue 128 counts. The board passed an ID control well ratio test (fluorescence test), b9 ratio at 4.03, c9 ratio at 3.92. The limits are 2.30 to 4.50. There was no problem found with the returned light source board as it passed all tests. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was completed and revealed no prior cases with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology the user noted that there were an unspecified number of patient results that were misidentified or not identified due to fluorescent control wells being out of range. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology the user noted that there were an unspecified number of patient results that were misidentified or not identified due to fluorescent control wells being out of range. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.